Manufacturer narrative:
Product information and PMA/510(k) are unknown. No product information has been provided to date. This MDR was generated under protocol b10010116,as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. .no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an issue with the gas filter when gas filter is placed properly, but not depressing the switch for the warming process and will not stay in place. Also having an issue with the latch door. No patient injury was reported.